Manufacturer narrative:
(B)(4). Manufacture date: october 28, 2013 to october 29, 2013. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection the reservoir was observed to be ruptured. The reservoir was microscopically inspected and showed markings on its external surface near the rupture line. The reported problem was verified. The cause of the problem was unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured. This occurred after filling of 50 ml of water. There was no patient involvement. No additional information is available.